Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy. Tandem technical support arranged replacement pump under warranty, confirmed shipping details, instructed customer to place pump into storage mode before return, and advised return of problematic pump using prepaid label within ten days, which customer understood and acknowledged.